Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the temporary unstable communication between the electrical contacts of the video system center and the electrical contact of the video connector of the subject device because the electrical contacts of the video connector of the subject device had the evidence that the electrical contacts had been wiped insufficiently.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image was flickered during a therapeutic procedure. The user stated that the error code was displayed at that time, but it was unknown what the number of the code was. The user facility replaced the subject device to the camera head and the rigid endoscope and completed the intended procedure. There was no report of patient injury associated with the event.